Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the optics are cloudy. The sterilization process was performed according to the IFU. The moisture on the scope could not be wiped off. Replacement was available.